Manufacturer narrative:
There is no evidence to suggest that a failure of any baylis medical devices caused or contributed to the reported incident. However, as baylis medical devices were reported to be among the devices used in the procedure, baylis medical has decided to submit this report. There is no suspected device malfunction. A follow up report will be submitted if any additional information becomes available to baylis medical about this incident.

Event description:
A case of pericardial effusion was reported during an atrial fibrillation ablation procedure where the versacross rf wire and transseptal sheath were used. Patient had hypertrophic obstructive cardiomyopathy (hocm) leading to a thickened septum and thus a difficult transseptal puncture. The physician noted difficulty in advancing the ice catheter and ice imaging. The physician noted difficulty with transseptal access with force/manipulation required while attempting to advance sheaths into the left atrium (la). 3d map was performed; ablation had started when patient became hypotensive and a mild pericardial effusion was identified. A pericardiocentesis was performed; however the patient's blood pressure and heart rate continued to drop. Catheters were removed from la. Cardiopulmonary resuscitation (CPR) was conducted for 35 minutes before the patient expired 3900ml of blood was removed from the pleural space. An autopsy found a 3mm perforation from the right atrium and inferior vena cava (ra/ivc) junction into pleural space and a 3mm perforation from pleural space into the la. Based on discussions with the risk manager at the hospital, the likely cause of the incident was perforation through ra/ivc junction into pleural space and back into the la, which the team identified as most likely having occurred during the physician's attempt at transseptal access. There is no evidence of failure of any baylis medical devices causing or contributing to the reported incident. However, as baylis medical devices were reported to be among the devices used in the procedure, baylis medical has decided to submit this report. Other devices reported to be used in this case that were not manufactured by baylis included 7f short sheath in left femoral, 6f deflectable octopolar in coronary sinus, 8.5 agilis in right femoral, viewflex xtra ice catheter (abbott) and tacticath se catheter. A separate problem report has been submitted for versacross transseptal wire with the report number 9710452-2021-00037.